Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When surgeon was placing first bone pin into the tibia, he noted that the pin ¿seemed dull¿ and he stopped drilling. When he examined the pin, he noted that the tip (approx. 2mm) of the 3.2 mm x 100 mm bone pin was still in the patient¿s tibia. The surgeon opted to leave the tip in the tibia. The surgeon then asked for 4.0mmx110mm bone pins and completed the mako tka without incident. Surgical delay of approximately 30 seconds.

Event description:
When surgeon was placing first bone pin into the tibia, he noted that the pin ¿seemed dull¿ and he stopped drilling. When he examined the pin, he noted that the tip (approx. 2mm) of the 3.2 mm x 100 mm bone pin was still in the patient¿s tibia. The surgeon opted to leave the tip in the tibia. The surgeon then asked for 4.0mmx110mm bone pins and completed the mako tka without incident. Surgical delay of approximately 30 seconds.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the bone pin was blunt and was fractured during insertion. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 1227 devices were manufactured under lot no w52829-1 and accepted into final stock on 08/09/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, lot number w52829-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs 1470754 and CAPA 1480798 are associated with the product and failure mode reported in this event. Device not returned.